Manufacturer narrative:
Section b5 - describe event or problem: this section was updated with the additional information provided by the customer on 28mar2024. The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 56446ud00 and the complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 56446ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Per the package insert, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 56446ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for three patients. The samples were repeated and normal results were obtained. The following data was provided: customer¿s reference range: males: 34.2 pg/ml, females: 15.6 pg/ml. (B)(6) 2024 initial result = 33.0 pg/ml; repeat result = 2.2 pg/ml. (B)(6) 2024 initial result = 1094.9 pg/ml; repeat result = 4.7 pg/ml. (B)(6) 2024 initial result = 166.4 pg/ml; repeat result = 2.4 pg/ml. There was no impact to patient management reported. Update: on (B)(6) 2024, the customer provided additional information. The customer observed falsely elevated architect stat high sensitive troponin-I result for one additional patient. The following data was provided: (B)(6) 2024 initial result = 678.3 pg/ml; repeat result = 1.5 pg/ml. There was no impact to patient management reported. Update: on (B)(6) 2024, the customer observed falsely elevated architect stat high sensitive troponin-I result for one additional patient. The following data was provided: (B)(6) 2024 initial result = 34.4 pg/ml; repeat result = 9.0 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
Section b5 - describe event or problem: this section was updated with the additional information provided by the customer on 18mar2024. Section d4 - primary UDI number: corrected to (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Update: on 18mar2024, the customer provided additional information. The customer observed falsely elevated architect stat high sensitive troponin-I result for one additional patient. The following data was provided: (B)(6) 2024 initial result = 678.3 pg/ml; repeat result = 1.5 pg/ml there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, architect stat high sensitive troponin-I, list number 03p25, that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for three patients. The samples were repeated and normal results were obtained. The following data was provided: customer¿s reference range: males: 34.2 pg/ml, females: 15.6 pg/ml. On (B)(6) 2024, initial result = 33.0 pg/ml; repeat result = 2.2 pg/ml. On (B)(6) 2024, initial result = 1094.9 pg/ml; repeat result = 4.7 pg/ml. On (B)(6) 2024 ,initial result = 166.4 pg/ml; repeat result = 2.4 pg/ml. There was no impact to patient management reported.